Event description:
The accounts biomed stated that the brakes will set, but if they push the bed, the brake will pop out of the locked position. He checked the detent and it is good since it was recently replaced.

Manufacturer narrative:
The tech adjusted the caster to get the correct tension for the brake to resolve the issue.